Manufacturer narrative:
The customer reported the device remains in patient. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na.

Event description:
This is filed to report the patient death. It was reported that on (B)(6) 2019, this was a mitraclip procedure to treat grade 4 functional mitral regurgitation. Two mitraclips were implanted reducing mr grade to 1. On (B)(6) 2019 the patient who was thought to have been in good clinical condition, expired unexpectedly. It is unknown if the patient death is related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the death, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.